Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per laboratory evaluation, the complaint was confirmed. The service technician observed the hard drive not booting, error message "disk boot failure" determining the hard drive malfunction.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) would not boot properly. There was a black screen and displayed error message: "disk boot failure, insert system disk and press enter" or "press f1-f4 to select drive or select partition1?". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequence to the patient.